Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, e103 error was not reproduced. However, it was determined that the cause might be weak firing of the igniter. No further causes were found. According to the service manual, e103 indicates clv lamp lighting failure, and it occurs when ignition error occurs in a light source device (service manual page 5-3). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers allegation was not confirmed. Although error code 103 was not duplicated, it was discovered that the igniter was firing weak, and this likely caused the error code to appear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had an e103 error code. No other detailed information is available at this time, and no patient harm was reported with this event.